Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm after taking insulin pump out to give a bolus and realized she had active insulin. Customer states when she put pump back, a button error was received. Customer's blood glucose was 261 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to corroded keypad traces. There was no button error alarm during testing. The unit had cracked display window, case at display window corner and reservoir tube lip.